Event description:
Reporter indicated that he had "a defective lead in the or." The lead was returned to the manufacturer for analysis in one piece, minus the suture of the anchor tether. Therefore, a complete analysis could not be performed. No anomalies were noted, beyond an obvious detachment and cut portion of the suture. The ends of the suture were larger than the body; evidence of being crushed or cut. The cause for this condition could not be determined.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to serious injury or death.